Event description:
Additional information was provided by the customer. Foreign objects found during post- procedure reprocessing. The device was pre-inspected before use prior to the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 (health professional and company representative should be unmarked) additional information added to field: b5, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. No physical damage was found where the foreign material remained. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, and although the foreign material reported by the customer was confirmed, olympus could not identify the material or specify the cause. The event can be detected and prevented by following the instructions for use: IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope had foreign material inside the nozzle. The issue occurred during reprocessing before an unspecified diagnostic procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.